Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced dizziness and cannula dislodgement resulting in interruption of therapy and the healthcare provider prescribed a liquid antibiotic which the patient completed over ten days on (B)(6) 2026.